Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg failed to power on. The main printed circuit board (pcb) was contaminated. It was also noted that the hanger assembly was broken, the upper case was dented and the lower case was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.